Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the battery was at end of life. The patient said she only had the battery for 11 months. It was noted the patient was not expecting the battery to die at this point. The patient had met with the manufacturer's representative who was going to discuss scheduling a battery replacement with the healthcare provider (hcp). The patient had not heard back about scheduling. There were no symptoms reported. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.